Event description:
Procedure type: unk. According to the reporter: orange shaving fell off from the device and into the patient's cavity. All orange shavings were retrieved. The device was removed and a new one inserted. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.

Manufacturer narrative:
(B)(4)